Manufacturer narrative:
Results of investigation: the study of bergschmidt p. Et al [1] reports 22 patients who were treated using smith and nephew sl-plus stem prothesis. One asymptomatic patient who had initially a sl-plus stem implanted revealed a greater trochanter apex fracture that could be detected at the second postoperative evaluation (unspecified time frame). No revision surgery was required during medical follow ups within the 12 postoperative months time frame. Further information on the patient's current health status is unknown. The complaint device, used in treatment, was not received for investigation, a visual inspection could not be performed. The part and the batch number of the device is not known. Therefore, the batch record review could not be performed. The complaint history review was performed, and a review of the risk management documentation verifies the failure mode and severity of the reported issue. The device labeling was reviewed, the IFU for the complaint device stated hip fracture among possible side effects resulting from knee arthroplasty. A review of past corrective actions was performed. No further escalation is required. A thorough medical investigation could not be performed as the clinically relevant patient-specific supporting documentation was not provided. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: bergschmidt p, bader r, finze s, gankovych a, kundt g, mittelmeier w. Cementless total hip replacement: a prospective clinical study of the early functional and radiological outcomes of three different hip stems. Arch orthop trauma surg. 2010 jan;130(1):125-33. Doi: 10.1007/s00402-009-0907-8. Pmid: (B)(6).

Manufacturer narrative:
Internal complaint reference: (B)(4). Bergschmidt, p., bader, r., finze, s., gankovych, a., kundt, g., & mittelmeier, w. (2010). Cementless total hip replacement: a prospective clinical study of the early functional and radiological outcomes of three different hip stems. Archives of orthopaedic and trauma surgery, 130(1), 125-133. Doi: 10.1007/s00402-009-0907-8.

Event description:
It was reported that, on literature review "cementless total hip replacement: a prospective clinical study of the early functional and radiological outcomes of three different hip stems", one asymptomatic patient who had initially a sl-plus stem implanted revealed a greater trochanter apex fracture that could be detected at the second postoperative evaluation (unspecified time frame). No revision surgery was required during medical follow ups within the 12 postoperative months time frame. Further information on the patient's current health status is unknown.